Event description:
Caller (rep) was intra-op and encountered an error 1502 while attempting to read the ins. Caller indicated needed to terminate conversation. Sent caller a note in outlook asking him to try another tablet, ins and inquire if the ins was able to be read outside of the or. Made outbound call to rep and found out the 1502 occurred post op, but patient still connected to monitoring equipment. The intra-op communication was fine. The caller indicated prior to getting the code, it was in process of loading and reach approx 80% before the code occurred, unexpected error. Caller will try another tablet, but due to the circumstance it could be an environmental issue. Also suggested resetting the communicator by turning off twice. The rep called back and indicated that they attempted to connect to the ins with a second tablet and got the same error code 1502. The caller will attempt to connect to the ins with the patient controller and reset the device with the clinician tablet. Rep called back and tried using patient handset to connect to the implant. Rep called back and reported a code 319 on the patient controller, and we confirmed the ins does not have any programming, and mentioned this was normal operation (or code for an ins not programmed). Caller reported the patient is still connected to EKG monitoring but will be going upstairs shortly and will try to re-connect then. Code 1502 occurred after communication in progress to 79% and then reports the unexpected error. The caller attempted to reset the ins. The caller indicated that on one attempt to interrogate the ins with the clinician application a message that said reset por IV 0x120x80000000 was displayed. On subsequent attempts to communicate with the ins the clinician programmer displayed a message unexpected device error 1502. They attempted to use the patient controller, the status of the communication reached 78% and then said the device is not configured (or something like that).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that a factory reset of the device on (B)(6) restored device function. No further complications were noted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.